Event description:
It was reported that the upper part of the reservoir compartment was damaged and the reservoir was not threading properly. Also tiny bits were missing. The customer stated that they have been experiencing unexplained high blood glucose levels for a couple of days. The customer attributed the incident to the damages of the insulin pump. The customer's blood glucose was 7.2 mmol/l. The customer was advised to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.